Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device availability - additional information. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: adverse event problem - additional information.

Event description:
It was reported that transmitter failed/error/alert occurred on for transmitter with serial number (B)(6) with lot number 5278719. However, transmitter with serial number (B)(6) with lot number 5281733 was returned for evaluation. An external visual inspection was performed and passed. Voltage check was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and reported allegation not found for serial number (B)(6) with lot number 5281733 within the investigation window. The allegation was not confirmed. The probable cause was not confirmed because there were no fatal errors in the log. The reported event of transmitter failed/error/alert is reportable however reported allegation not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.